Event description:
It was reported that during a abdominal perineal resection procedure, the resident repositioned the device several times. Upon firing, the resident was unable to fire plastic-to- plastic resulting in a non-complete staple line and did not cut the tissue. There were some staples sticking out without a b formation and some tissue remaining in the device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.